Manufacturer narrative:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta), an 80 cm. 5 fr. Opta pro balloon catheter (bc) was inserted and burst at four atmospheres (4 atm.) Of pressure. The opta pro bc was removed and an 80 cm. Powerflexpro 12 mm. X 4 cm. Bc was then used to dilate the lesion and burst at between four to six atmospheres of pressure (4-6 atm.) For eight (8) seconds. During the withdrawal of the powerflexpro bc, the bc became stuck on the tip of the 7 fr. Cordis brite tip catheter sheath introducer (csi). There was some separation of the powerflexpro bc noted while pulling back through the csi with force. ¿balloon material was seen both on top of the cannula and also in the valve of the csi¿. The patient was taken to the operating room (or) to remove the csi and powerflexpro bc. The patient was reported to be in stable condition. The target lesion was the distal aorta and aortic bifurcation. The distal aorta target lesion was reported to be heavily calcified, 30 mm. In length, and mildly tortuous. The access site was the right groin. A non-cordis guidewire was used. The aorta was dilated first. There was no reported difficulty removing the products from the hoop, removing the protective balloon covers, stylet or any of the sterile packaging components. There were no kinks or any other product issues noted prior to insertion of the devices into the patient. The devices both prepped normally/maintained negative pressure. There was no information provided regarding the contrast used for preparation or the contrast to saline ratio used. An unknown inflation device was used and was used successfully with other devices. There was no reported resistance/friction reported while advancing the catheters through the rotating hemostasis valve, or guiding catheter. There was no reported difficulty advancing the devices through the vessel or crossing the target lesion. The catheters were not ever in an acute bend. The catheters did not kink during use. There was no separation or dissection reported. No additional information is available. There was no reported product issue with the csi. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. (B)(4): the device was not returned for analysis. Review of lot 15456117 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported balloon burst and separation of the powerflex pro device were confirmed through analysis of the returned device. The reported pta system/withdrawal difficulty was confirmed; however the residues of dried blood could have contributed to the inability to perform the analysis. The exact cause of the failures could not be conclusively determined. Vessel characteristics (heavy calcification) may have contributed to balloon burst leading to withdrawal difficulty of the device. ¿force¿ used during attempts to withdraw the device may have contributed to the balloon separation. The instructions for use note that ¿if the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as a unit¿. The reported balloon bust of the opta pro could not be confirmed as the device was not returned for analysis. Again, vessel characteristics may have contributed to this event. Neither the product analysis nor the manufacturing records review suggests that the difficulty experienced by the costumer could be related to the design and manufacturing process. Therefore, no corrective action will be taken. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2014-00198 and # 9616099-2014-00199.

Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta), an 80 cm. 5 fr. Opta pro balloon catheter (bc) was inserted and burst at four atmospheres (4 atm.) Of pressure. The opta pro bc was removed and an 80 cm. Powerflexpro 12 mm. X 4 cm. Bc was then used to dilate the lesion and burst at between four to six atmospheres of pressure (4-6 atm.) For eight (8) seconds. During the withdrawal of the powerflexpro bc, the bc became stuck on the tip of the 7 fr. Cordis brite tip catheter sheath introducer (csi). The access site was the right groin. The patient was taken to the operating room (or) to remove the csi and powerflexpro bc. There was no separation or dissection reported. The patient was reported to be in stable condition. The target lesion was the distal aorta and aortic bifurcation. The distal aorta target lesion was reported to be: heavily calcified, 30 mm. In length, and mildly tortuous. A non-cordis guidewire was used. The aorta was dilated first. The product was inspected prior to use and appeared to be normal. The product was prepped/flushed properly according to the instructions for use (IFU) with no problems noted. Additional information has been requested.

Manufacturer narrative:
Concomitant products: terumo gw; 80 cm. Powerflexpro 12 mm. X 4 cm. Bc; 7 fr. Brite tip csi. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2014-00198 and # 9616099-2014-00199.

Manufacturer narrative:
Additional information received indicated that the patient went to surgery to remove the catheter sheath introducer (csi) and the balloon catheter (bc) as a piece of the bc was still on top of the csi. There was no reported product issue with the csi. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The csi is being returned for analysis and the bc is not. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2014-00198 and # 9616099-2014-00199.